Event description:
Pt had catheter threaded 6" into right basilic antecubital vein with 1" out. Found catheter severed at area immediately above reinforced segment at wing site. Remove intact catheter from pt. Catheter ret'd to MFR for qa analysis. Inserted 9/29/95 at a hospital by IV team.